Event description:
It was reported that a user experienced low blood glucose while using the ilet with a dexcom g7 and alleged the system was ¿tanking¿ them, noting they had not been accurately entering meal announcements or training the pump and believed the algorithm was altered; a fingerstick confirmed low blood glucose. Symptoms included hypoglycemia. Outcomes included the need for user support and education; no medical intervention or hospitalization occurred.

Manufacturer narrative:
Investigation included customer interview and troubleshooting. Investigation of this case revealed user technique factors, including inaccurate meal announcements, as a potential contributor; no device malfunction was confirmed. It was concluded that the cause of hypoglycemia was unclear. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.